Event description:
Pt undergoing pacemaker insertion in or. It was noted that, with each attempt at anchoring screw/lead, the pt had a very high threshhold. Finally, an acceptable threshhold was achieved, the lead secured, and a pulse generator was placed. Pt then experienced brief asystole but was able to be paced in vvi mode. The pt remained unresponsive and hypotensive despite resuscitation efforts. Echocardiogram suggested pericardial effusion; a pericardiocentesis was done with 60-90 cc blood tinged fluid obtained. There was no improvement in pt status and she ultimately expired in the or. Autopsy disclosed penetration of the pacemaker lead through the myocardium.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.